Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that on an unknown date the patient thinning of the skin at the pump site. It was noted that the pump came through the skin.